Event description:
Integra lifesciences corporation (B)(4) received the medwatch report with uf/importer report# (B)(4) on (B)(6) 2012 with the following info. While placing the mayfield pins and attaching the headrest in the operating room, the surgeon attempted to lock the device into place but the lock malfunctioned and the device slipped, causing possible trauma at the bilateral pin sites. CT scan ordered postop to assess area. The surgeon stated that the tightening screw did not maintain its position, allowing the pt's head to slip causing a small laceration in right scalp by mayfield pin which was sharp. The device involved in the incident was reported as a mayfield infinity skull clamp system with catalog number m-1500. On (B)(6) 2012, it was confirmed by the customer that the involved device was not the mayfield infinity skull clamp system, but a v. Mueller spetzler headrest system with catalog number m-1500, which is not an integra product. The customer stated that it was unk if a spetzler swivel adaptor and spetzler adjustable base unit was used along with the m-1500 as well as what brand of skull pins were used or the MFR of the pins. Add'l info was requested and a (B)(6) 2012, the customer provided the following: no confirmation was received from the operating room manager with regards to the type of adaptor or base unit that was used with the v. Mueller spetzler headrest system. However, it was reported that integra child size skull pins with catalog number a1084 were used. The pt was placed on the "operating room cart" in a supine position. The skull clamp was placed and prior to the procedure, the device was checked and secured. This was when the slippage occurred. The pt did fully recover from the reported incident. A CT scan was performed. The customer was not sure where the pins were located. The customer did not have the lot number of the integra skull pins available. The customer stated that "I am not sure it was the pins that were the issue, it was the clamp." To date, no add'l info has been provided by the customer.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.